Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with injection vancomycin (1gm, every 5th day, intravenously, discontinued), injection meropenem (1gm, every 4th day, intravenously, discontinued) and injection gentamycin (1gm, every 4th day, intravenously, discontinued) for peritonitis. At the time of this report, the patient was not recovered from peritonitis. On an unknown date, the pd therapy was put on hold and the patient shifted to temporary hemodialysis (ongoing). No additional information was available.

Manufacturer narrative:
Additional information: b5, b6 and b7. B5: upon follow up, it was reported that on an unknown date, the patient was recovered from peritonitis. Pd therapy was reintroduced and remains ongoing. Should additional relevant information become available, a supplemental report will be submitted.